Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual investigation of the complained screw shows that the tip is deformed due to mechanical overload situation during insertion. Microscopic evaluation shows that the pitches of the screw thread are partially flattened, it appears that the tip got damaged during insertion into very hard material possibly bone. No product fault could be detected. Reviewing the manufacturing and material document shows no deviation to the specification. The investigation was not able to determine the exact reason causing the reported problem. This complaint has been determined to be invalid. (B)(6).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The 510k #: k042365. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Tip of the screw was dull, the doctor inserted the self-drilling screw into the skull on (B)(6) 2012, but this screw could not be inserted into the skull. This is 1 of 1 report for (B)(4).